Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A physical inspection was performed and found that the scope was missing a portion of the bending section rubber glue located at the distal end of the device. The missing bending section rubber glue was not returned. This phenomenon is most likely caused by chemical damage. A review of the device instrument history found that the device was purchased on (B)(6) 2009, and was last refurbished on july 8, 2014. In addition, an endoscopy support specialist (ess) has been dispatched to the user facility to perform an in service and review their reprocessing techniques. If additional information becomes available at a later date, this report will be supplemented.

Event description:
Olympus was informed that during a colonoscopy procedure, while the device was removed from the colon, a black plastic piece was seen inside the patient. The physician retrieved tha black plastic piece using a polytrip. The intended procedure was completed with the same device. No patient injury was reported. No further information was provided.